Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). There was calcification was not present extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty (pre-bav) was performed using a 25mm, unspecified balloon twice. Electrocardiogram (ECG) revealed heart block. During the procedure, upon crossing the native annulus a complete heart block was observed, and a temporary pacing wire was placed. The valve was implanted successfully without any recaptures and the final implant depth was 5.75mm. Post-implant, an unspecified grade of paravalvular leak (pvl) was observed. Post-implant balloon valvuloplasty (post-bav) was performed using a 25mm, unspecified balloon. The severity of the leak following post-bav was not reported, and it was required to monitor the cardiac rhythm. A temporary pacemaker was placed. The patient required prolonged hospital stay for monitoring of rhythm, the patient was in a stable condition and waiting for pacemaker.